Event description:
New information received notes that reprogramming changes were made to address high capture issue.

Event description:
It was reported that the patient presented for a routine check when it was discovered that the rv threshold had increased. The patient was fine.

Manufacturer narrative:
(B)(4).